Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an implant procedure, the catheter packaging "seemed to be not secure"; that "it looked like it was unsealed and did not look closed." The catheter tip was noted to have been "poking out of the sterile packaging." The product was noted to not have been used because "it was contaminated," and it was thought to have been thrown away. Another catheter was used, and the implant was reported to have been performed "just fine." No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.